Event description:
Customer called to report that they were rewinding the pump, and then the reservoir was inserted and locked into place. It was stated while the customer was performing the manual prime, the reservoir did not stop, and all the insulin exited. Additionally, it was stated that normally once the reservoir was pressed and the insulin exited, it stopped automatically, but on this occasion the screen is showing escape to rewind.